Event description:
It was reported that the pt had no stimulation sensation and a loss of therapeutic effect. The pt felt that a wire may have come loose; it was unclear why the pt felt this way. There was no known accident or incident related to this complaint. It was noted that the pt had fallen a couple of times on the ice. No treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.